Event description:
The manufacturer's received information alleging a ventilator's lcd doesn't turn on. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at a third party service center, the technician confirmed the customer's complaint. The ventilator's lcd screen was replaced to address this issue.